Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-04869 for the associated device info. It was reported to boston scientific corp that two rapid exchange biliary stent systems were used during an endoscopic retrograde cholangiopancreatography in the bile duct of a pt. During unpacking of the first device, the proximal end of the stent was observed pinched shut. The stent was not able to be loaded onto the delivery system. A second rapid exchange biliary stent system was opened but unused as the proximal end of the stent was also observed pinched shut. A third rapid exchange biliary stent system was used to complete the procedure with no reported pt complications. The pt was reported to be in fine condition after the procedure.

Manufacturer narrative:
(B)(4). Pinched shut. The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).